Manufacturer narrative:
Reported event: an event regarding trial not sitting to plan involving 3.0 rio robotic arm -mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 230 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding trial not sitting to plan. There were only 1 other reported events ((B)(4)). Conclusion: the session and vp log data from the case was reviewed. An analysis of implant planning, the checkpoints values, bone registration values, rio registration values, bone preparation checkpoints values and timeline was completed. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
Mako pka right medial case: during trialing of the femoral component (size 5 rm) it was indicated by the surgeon that the femoral trial was not sitting as it should based on the virtual plan and the resected area in that it was approximately 6-8 mm posterior from the anterior tip. The femoral trial size was confirmed and I then reconfirmed that the checkpoints, arrays, bone registration were still valid and that the burred area was as per the plan to which everything seemed accurate. Another size 5 rm trial from another kit was then used to compare, to which there was approx 3 mm of difference between the two components, however, neither fitted the burred area as they should. A size 6 trial was then used which fitted the resected area better. The plan on the computer was then changed to a size 6 and re-burred the femur to accommodate and was executed adequately for that plan. As we had to go up a size based on the original plan it resulted in the joint being slightly tighter and as such not as what the surgeon wanted originally.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako pka right medial case: during trialing of the femoral component (size 5 rm) it was indicated by the surgeon that the femoral trial was not sitting as it should based on the virtual plan and the resected area in that it was approximately 6-8mm posterior from the anterior tip. The femoral trial size was confirmed and I then reconfirmed that the checkpoints, arrays, bone registration were still valid and that the burred area was as per the plan to which everything seemed accurate. Another size 5 rm trial from another kit was then used to compare, to which there was approx 3mm of difference between the two components, however, neither fitted the burred area as they should. A size 6 trial was then used which fitted the resected area better. The plan on the computer was then changed to a size 6 and re-burred the femur to accommodate and was executed adequately for that plan. As we had to go up a size based on the original plan it resulted in the joint being slightly tighter and as such not as what the surgeon wanted originally.